Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator was cycling power. There was no patient involvement. The third party determined the controller board needs to be replaced.